Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was noted in event logs with no motor stall recovery recorded was reported. The motor stall occurred on (B)(6) 2012 at 00:12. Health care provider (hcp) states on (B)(6) 2012 tube set occurred. The patient had an MRI on (B)(6) 2012. Per the hcp, the patient experienced withdrawal; increased baseline pain and loss of sleep. The patient reported being in an ambulance at the time of motor stall. Per the hcp ambulance transport was unrelated to issues with the pump. The hcp reported seeing the patient on (B)(6) 2012 to refill the pump and set at minimum rate. Per the hcp, the pump had still not recovered and clarified time difference as being off by 2 hours. The hcp indicated that the patient would have been at home at the time of the stall if the time difference was accounted for. The hcp planned to see the patient on tuesday to check the pump again and if the pump had not recovered then it would be replaced. Per the hcp, patient reported getting good therapy and wanted another pump. It was further noted that the actual residual volume was greater than the expected residual volume (arv-10ml, erv-5.4ml), and the hcp indicated the discrepancy meant pump did stop a couple days ago. It was later reported the pump was replaced. The pump delivered morphine and bupivacaine.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unknown. (B)(4).